Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photo of a 20g pink nexiva dual port cannula. Through the visual inspection of the provided photo, media was discovered and some balloon tubing. The media indicates the device had been used. The balloon tubing appears to be near the adapter and where the clamp is at. The reported issue was confirmed. Since the photograph indicates the device had been used when the reported defect was observed, it is likely that this occurred in the user environment. If too much air pressure is applied to the device, it can cause balloon tubing. In addition, the IFU (instructions for use) states the maximum power injector pressure limit setting of 300 psi. This limit was likely exceeded during use causing the extension tubing walls to weaken and balloon. The complaint description included that the pressure went up to 325.

Event description:
It was reported that the unspecified bd nexiva¿ 20g dual port IV catheter tubing ballooned during the injection despite undoing the clip. The following information was provided by the initial reporter: "this is a picture of a nexiva cannula a patient came with from a and e this afternoon. I flushed the cannula and was very happy with it, the patient had no pain. We ran the injection at 3.5mls /sec on the med rad injector in the ct64 scanner. The pressure ran normally for a few seconds and then went up to 325, but we could see the contrast on the monitoring scan and I knew I had undone the clip so we let it run and the scan triggered normally and we attained a good ctpa scan. When I went into the patient to disconnect and flush the cannula it had blown up like a balloon, up to the clip, which was open, and then into the patient... When I disconnected the injector blood went back into the cannula and I was worried that with the increased diameter the blood could form a significant clot so we decided to remove the cannula. There was no extravasation and the patient had had no pain during the injection. One possibility is that because of the position on the patient the cannula kinked as it went into the winged part, I had tried to overcome this by having the patient hold on to the curly tube."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd nexiva¿ 20g dual port IV catheter tubing ballooned during the injection despite undoing the clip. The following information was provided by the initial reporter: "this is a picture of a nexiva cannula a patient came with from a and e this afternoon. I flushed the cannula and was very happy with it, the patient had no pain. We ran the injection at 3.5mls /sec on the med rad injector in the ct64 scanner. The pressure ran normally for a few seconds and then went up to 325, but we could see the contrast on the monitoring scan and I knew I had undone the clip so we let it run and the scan triggered normally and we attained a good ctpa scan. When I went into the patient to disconnect and flush the cannula it had blown up like a balloon, up to the clip, which was open, and then into the patient... When I disconnected the injector blood went back into the cannula and I was worried that with the increased diameter the blood could form a significant clot so we decided to remove the cannula. There was no extravasation and the patient had had no pain during the injection. One possibility is that because of the position on the patient the cannula kinked as it went into the winged part, I had tried to overcome this by having the patient hold on to the curly tube."